Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during drain 2 of 3, the home patient (hp) revealed that there were air bubbles and fibrin pieces in the patient line. The technical service representative (tsr) assisted the hp to end of therapy and advised to contact nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the reported event, it was revealed that there was no patient injury as a result of the reported air in the lines. Per the nurse, the hp was doing well on therapy. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm and air bubbles in line was not confirmed. The cause of the air was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for low drain volume alarms is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.